Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, there was tissue trauma. The surgeon resected the application site & applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.